Manufacturer narrative:
(B)(4). Device was received and the implant does not show signs of abuse or fatigue. There is no failure to achieve manufacturing or material specifications for this device. Device was received (B)(4) 2013 and nuvasive¿s engineering evaluation determined there was no set screw ¿wipe through¿ on the threads which would be apparent as the vbr lost distraction insitu. Therefore no deformation of the threads suggests that the lock screw was never locked insitu. The investigation also determined that the surgeon confirmed that at explant the lock screw was not fully tightened. Additionally, the patient may not have been the optimal recipient of the implant as ¿the anatomy was too distorted¿ as described by the surgeon. Surgeon ultimately decided to implant the device, though the patient may not have adequate bone quality, and the patient¿s physical condition may have prohibited beneficial surgical outcomes. Review of labeling notes: warnings cautions and precautions ¿potential risks identified with the use of this device system, which may require add¿l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury.¿ ¿the device can break when subject to the increase load associated with delayed union or nonunion.¿ care should be taken to insure that all components are ideally fixated prior to closure.¿

Event description:
Initial surgery may have been a result of a trauma. The surgeon has not provided further info regarding the event other than the patient¿s anatomy was initial thought to be too distorted to be a recipient of the vertebral body replacement vbr device. Surgeon ultimately decided to implant the device at t8-t10 on (B)(6) 2012. During a post-operative visit, a loss of distraction in corpectomy space at t9 was discovered and as a result of the collapse of the vertebral body replacement (vbr) device. A revision surgery occurred on (B)(6) 2013 to correct loss of distraction following initial implantation of an x-core vbr device. Another vbr device was implanted. Upon explantation the surgeon determined that the lock screw was not completely inserted and the first thread was showing. Add¿l fixture devices are unk. No injury was reported to have occurred.